Event description:
It was reported that the buttons were not responding on the customer's insulin pump. The customer did not recall any significant events leading up to the alarm. He was advised to discontinue use of the pump and revert to a back-up plan. His blood glucose level was 98 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with no button response due to an unlocked lcd keypad connector. The insulin pump was also received with a cracked reservoir tube lip and minor scratches on the lcd window.